Event description:
On (B) (6) 2010, patient reported elevated blood glucose reading of 500s - 600 mg/dl. Patient's normal blood glucose range is 200-250 mg/dl. Patient reported she had an epidural on (B) (6) 2010 and the elevated readings began the next morning. Patient reported she had no alerts or errors. Patient reported she went to the hospital on (B) (6) 2010 due to elevated blood glucose levels. Patient stated this was only due to concerns with the elevated readings. Patient reported the hospital provided an IV of unknown contents. Patient stated she then left the hospital on her own. Patient reported the infusion adapter has never been changed: 2-3 months of use. Advised to change adapter per suggested guidelines. Patient stated she has an adapter available to change out today. Advised patient to disconnect from headset, attempt to prime; prime was successful. Advised pt to contact physician regarding elevated blood glucose readings. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.